Event description:
It was reported that there were brief inappropriate events of automatic mode switch recorded on a pulse generator due to lead noise over-sensing which was then capped and replaced on (B)(6) 2024, as resolution. There were no patient consequences, symptoms before or after the procedure and no allegation of product deficiency.